Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system had an alert for shock impedance that was high out of range. Technical services (ts) analyzed device impedance trend data and determined that this was not a gradual rise and recommended further monitoring. No additional adverse patient effects were reported. Currently, this crt-d system remains in service.